Manufacturer narrative:
Reliability analysis inspected one random new/sealed enlite sensor. Performed continuity resistance test, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings. Inspected one opened/used enlite sensor. Performed continuity resistance testing, and the sensor passed per specifications. Performed bicarbonate buffer test and the sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of calibration error and low suspend alarm from the sensor. The customer's blood glucose reading was 10.9 mmol/l, while sensor reading was 5.8 mmol/l. The customer stated that the sensor kept suspending before low on the pump. The customer stated that the pump alert "change sensor". The customer will be sent replacement sensors. The customer will return sensors for analysis.